Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.

Event description:
It was reported that the patient experienced hypoglycemia symptoms of shaking hands and sweating while the blood glucose monitor provided a result of 213 mg/dl. The patient's son treated him with 7-8 i.u. Of unknown insulin when the patient was experiencing hypoglycemia symptoms. The patient was unable to self-treat.